Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had thoracic surgery. During the procedure, the doctor noticed erratic behavior of the paced rate. Upon post-surgery interrogation, the pulse generator exhibited back-up vvi operation. No medical intervention or patient symptoms were reported.